Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a condition of failed accuracy testing. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The reported condition of failed accuracy testing was confirmed by the baxter repair technician. The failure was determined to be a faulty pump head module assembly, which was replaced. The device was tested by the repair technician.